Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and scratched display window noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 445 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the no delivery alarm kept recurring. The customer's mother stated that they tried different cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated they do rotate sites and avoids scar tissue. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.